Manufacturer narrative:
(B)(4). This final report is being submitted to relay supplemental information. Complaint summary: the product has now been returned : a dimensional inspection could not be performed as the head remains assembled within the act artic e1 hip bearing. Visual inspection shows that the ceramic head remains impacted within the act artic e1 hip bearing. The ceramic head rotates as expected and shows signs of speckled metal transfer marks. The source of these marks cannot be identified. This device is used for treatment. It has been confirmed that the instrument is not within the scope or subject of any field actions or recalls which could be attributed to the reported events. No change to the conclusion of the original investigation for this event. The definitive root cause of this event cannot be determined with the available information. No corrective or preventive action is required at this time. If any additional information is discovered or received that may adjust any conclusions or data, a supplemental report will be rendered accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that: the patient had an initial left hip procedure on jan 11, 2005, when an m2a38 metal-on-metal shell was implanted. The patient had a hip revision on april 9, 2019, due to hip pain and metallosis. Subsequently, the patient was revised on dec 20, 2019, due to hip dislocation.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: act artic e1 hip brg 28x38mm, catalog #: ep-200144, lot #: 726780, medical product: cer option type 1 tpr sleve +3, catalog #: 650-1067, lot #: 2948127, medical product: m2a-38 cup non flared sz 56mm, catalog #: 15-106056, lot #: 738040. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00234, 0001825034-2020-00264. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left hip procedure. Subsequently, the patient was revised due to dislocation.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left hip procedure. Subsequently, the patient was revised due to dislocation.